Event description:
It was reported to our country rep for (B)(4) that they had a vns pt who was having an increase in their seizures and presenting with high lead impedance. Pt who has a model 103, has been well controlled with vns but deterioration of seizure control since the beginning of (B)(6). Good faith attempts are underway for further details about events. It is unk if interventions are planned, if their vns is programmed off and if their seizures are above or below baseline rates. System diagnostic show high impedance at 10,000 kohms, found on (B)(6) 2011.

Event description:
Additional information was received from a company representative indicating the patient underwent generator and lead replacement surgery. The explanted devices remain in traffic to be returned to the manufacturer for analysis.

Event description:
The explanted generator and lead were returned to the manufacturer and are currently undergoing analysis.

Event description:
Analysis was completed by the manufacturer. Analysis of the returned generator indicated the pulse generator performed according to functional specifications. Analysis of the returned lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted device were returned to the manufacturer and remain under product analysis.